Event description:
A bariatric surgeon, treated a obese, diabetic pt who had an infected mesh. He removed all of the infected mesh, placed surgisis biodesign complex hernia graft, as an underlay with a 5 cm overlap. He cultured the wound and identified a form of mrsa. A week later, the graft had degraded and the bowel protruded thru the graft.

Manufacturer narrative:
No device returned for examination. Manufacturer believes that a mrsa infection may have contributed to degradation of the graft. Pt was unlikely to be able to lay down significant new collagen and angiogenesis to enable remodeling before the high level of contamination degraded the graft. On august 18, 2008, sales manager notified cook biotech inc. Of this complaint. We were unable to communicate with a dr. Our consulting surgeon contacted his office 15 times via telephone and email with no success. Because of this, we have received very few details concerning this event, however, we thought it to be prudent to file this report.